Event description:
This customer reported that the etco2 adapter was pushed inside the device during a pt event. There was no report of negative pt impact.

Manufacturer narrative:
(B)(4). This customer reported that the etco2 adapter was pushed inside the device during a pt event. There was no report of negative pt impact. The device was evaluated by a philips field service engineer and the reported symptom was confirmed. Realignment and reseating of the co2 adapter resolved the symptom.